Manufacturer narrative:
The investigation found that the issue was determined to be a defect with the product. Monaco® is displaying some incorrect shift information on the scan and setup reference report and is dicom exporting incorrect shift information. Monaco® is displaying the anatomy and beam shift direction incorrectly on the monaco® scan and setup reference report and dicom is exporting incorrect (anatomy/beam) shift directions. Therefore, the (anatomy/beam) shifts in all three directions (post/ant, sup/inf and left/right) can be in the opposite direction from what was intended. The table top shift directions (operator face to gantry), are described in the monaco® scan and setup reference report, are correct. All shifts should be verified before treatment by image guidance to verify isocenter location being standardized practice before first treatment. A field corrective action notice (fca-ims-0032) was notified to the regulatory authorities on 21 august 2019. An important field safety notice (382-01-mon-014) was sent to all affected customers on 23 august 2019 which provides a work around to avoid the issue. A software patch to correct the issue is estimated to be released september 2019.

Manufacturer narrative:
The issue was determined to be a defect in the product. The customer has been informed of a workaround. Monaco is reporting the beam and anatomy shifts incorrectly (the table shifts are correct) in both the monaco scan and setup reference report and the monaco dicom plan export. Therefore, the shifts in all three directions (post/ant, sup/inf and left/right) can be in the opposite direction from where they should be. This could result in a geometric miss of which the probability has been assessed as "remote".

Event description:
The customer reported that monaco 5.51 pilot: anatomy vs beam offset references. There has been no actual mistreatment.